Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 years, 9 months. The event occurred at (B)(6). No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that after over 4.5 years of lvad support, the patient experienced a chronic driveline infection that started on an unspecified date. The patient's lvad was exchanged on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.